Manufacturer narrative:
(B)(4).this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect i2000 analyzer generated a b-hcg result of <1.2 miu/ml. The sample was repeated due to a control message and a result of 124 miu/ml was generated. This sample was then run 3 times and all results were < 1.2 miu/ml. There was no report of impact to patient management.